Manufacturer narrative:
One amphirion deep and one inpact pacific were used in a revascularization of the left sfa. The term for the ae has now been changed to 'occlusion of the left sfa. The patient was treated with 1 mdt admiral balloon, 1 in.pact pacific balloon, a non-mdt pta and non mdt stenting. Patient had bypass surgery approximately 3 weeks earlier. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of birth: year only valid.

Event description:
During a revascularization one in.pact pacific and two in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the left sfa. During another revascularisation 11 months later, four in.pact pacific and one pacific plus paclitaxel eluting pta balloon catheters were used to treat the left sfa. Approx 8 months later the patient experienced high grade stenosis of the left limb. The patient was treated with stenting and ballooning one month later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.